Event description:
A distributor from france reported a customer complaint involving a pump malfunction. Details about the customer's blood glucose level were not provided, so there was no reported impact. The distributor is awaiting the return of the pump for further analysis, and a replacement pump has been allocated with the serial number 1564804.